Event description:
During ctatract procedure-it was noted by the surgeon that the pt sustained a scleral distortation at the wound site following phacoemulsification consistent with overheating. Phaco unit removed from service and MFR notified. The surgeon noted a very small area on the previous pt but felt it not significant enough to warrant reporting until the situation repeated with an increase in distortation.